Event description:
It was reported a peritoneal dialysis (pd) patient was ¿out running errands¿ and the transfer set fell off (disconnected) from the titanium adapter. The patient ¿reattached and continued errands¿. The patient did not inform the pd clinic of the event. The cause of the disconnection was unknown. The patient presented to the clinic with abdominal pain and was subsequently diagnosed with peritonitis. The patient was treated with vancomycin (for two weeks). The transfer set was discarded, and the titanium adapter remained in use. No damage was noted on the set. The patient outcome was not reported. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.